Event description:
Acudose cabinet errors at 0600, 1230, and 2300 hours. The drawers of the acudose would lock up and deny staff access to the medications. Staff would have to go elsewhere for the medications. If there was an emergency it would take several minutes to get the medications. These events were not emergencies but previous events have been.